Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system 3.8mm did not deploy correctly. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Signs of clinical use and no evidence of blood were observed. The delivery device was returned inside the loading device. The seal and tension spring assembly were deployed out of the delivery device. Upon observation the seal was detached from the tether and tension spring assembly. There were tether was intact, no cuts or breaks were observed. The seal was observed to be cracked at the inner section of the coil. The blue slide lock was disengaged and the plunger was fully pressed on the delivery device. The following measurements were taken; the inner delivery tube diameter was measured at .197 in. The outer diameter was measured at .221 in. The length of the delivery tube was measured at 2.50 in.the values recorded were within the tolerance specifications. Based upon the received condition of the device, the reported failure "failure to deploy" was not confirmed and the analyzed failures "crack seal" and "detachment of device" were confirmed. (B)(4). The device was returned to the factory for evaluation. Signs of clinical use and no evidence of blood were observed. The delivery device was returned inside the loading device. The seal and tension spring assembly were deployed out of the delivery device. Upon observation the seal was detached from the tether and tension spring assembly. There were tether was intact, no cuts or breaks were observed. The seal was observed to be cracked at the inner section of the coil. The blue slide lock was disengaged and the plunger was fully pressed on the delivery device. The following measurements were taken; the inner delivery tube diameter was measured at .197 in. The outer diameter was measured at .221 in. The length of the delivery tube was measured at 2.50 in. The values recorded were within the tolerance specifications. Based upon the received condition of the device, the reported failure "failure to deploy" was not confirmed and the analyzed failures "crack seal" and "detachment of device" were confirmed. Specific actions for the reported failure mode are being maintained and documented under maquet's corrective and preventive (CAPA) system.

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system 3.8mm did not deploy correctly. A replacement device was used to complete the procedure. The hospital did not report any patient effects.